Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with a ruptured aneurysm. At initial planning the physician wanted to land in the proximal left common iliac artery with a 28mm limb as the right internal was out (chronically occluded pre-implant). The plan was on follow up if the left seal became compromised would extend into left external iliac artery. A scan done earlier this year showed the limb was in its original position and the aneurysm sac was decreasing in size. Currently it was noted that the left limb had pulled out of the proximal left common iliac artery and pulled out into distal aneurysm sac which was due to insufficient seal resulting in a distal type I endoleak. The stent graft in this area was undersized for the anatomy. The aneurysm was back up to 10+ cm's and it had ruptured. The patient coded while anesthesia was being administered. A balloon was inserted into the supra renal aorta to stop the blood flow but the patient did not recover and expired in the early morning. No further information was provided.